Event description:
It was reported by the prestataire the omnipod dash controller/personal diabetes manager (pdm) was overheating and had a charging issue. No harm to the patient was reported. No further information was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.